Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received vitamin k on (B)(6) 2014 and had several anticoagulation interruptions due to recurrent pleural effusions requiring taps. His lactate dehydrogenase (ldh) level was 824 u/l and then decreased to 555 u/l with heparin. The patient was discharged on (B)(6) 2014 with an international normalized ratio goal of 2.5-3 and on asa 325mg. The patient was readmitted with an ldh rise on (B)(6) 2015. Device thrombosis was suspected due to the ldh rise and inadequate off-loading of the ventricle by the lvad. The pump was exchanged on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device: 4 months. The device is expected to be returned for evaluation. It has not yet been received. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The report of thrombus was confirmed through the evaluation of (B)(4). Examination of the rotor inlet upon disassembly of (B)(4) revealed thrombus formations surrounding the bearing cup within the distal side of the inlet stator, as well as the bearing ball of the rotor. These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The laminated structure of these thrombi and their areas of denaturation indicate that they likely formed over an undetermined period of time while (B)(4) was supporting the patient, and could have contributed to the patient¿s elevated ldh. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.